Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 6 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a routine clinic visit on (B)(6) 2017, which was also the patient¿s 180 day study visit, the patient was noted to have a large amount of drainage coming from the percutaneous lead (driveline). Cultures were sent and came back from the lab as positive. Per infectious disease physician, the patient will remain on oral doxycycline which is being used to treat ongoing sacral wound infection. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported driveline infection could not be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.